Event description:
During follow-up, loss of capture and loss of sensing were observed on the right ventricular (rv) lead. Increased pacing impedance was observed on the rv lead and the right atrial lead. Diagnostic imaging was performed and confirmed that the ra lead and rv leads were dislodged due to twiddlers' syndrome. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-50578.